Event description:
Trend noted with IV catheters - several catheters appear to have dull or bent bevels, issues with advancing and threating after flash achieved resulting in multiple IV attempts on patients.